Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician noticed the screw was out of the lead when opened. The lead helix was inside but barely seen. The lead was not used. No patient complications have been reported as a result of this event.